Event description:
Customer called and reported the insulin pump was dropped and the drive support cap on was protruding. Customer's blood glucose was 277 mg/dl. The customer did not press the drive support cap while connected. Customer was advised to follow a back-up plan and that the insulin pump would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.